Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for a narrow complex one to one rhythm. Upon interrogation, a code 1005 was produced, stating that the shock energy is truncated and all of the energy may not be delivered. Technical services (ts) recommended right ventricular (rv) lead replacement as the patient should be considered to be unprotected. No additional adverse patient effects were reported. Currently, this ICD remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for a narrow complex one to one rhythm. Upon interrogation, a code 1005 was produced, stating that the shock energy is truncated and all of the energy may not be delivered. Technical services (ts) recommended right ventricular (rv) lead replacement as the patient should be considered to be unprotected. No additional adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted at the discretion of the physician for a therapy upgrade. A new ICD was placed. No adverse patient effects were reported. The product will not be returned to boston scientific because it was retained by the customer.

Manufacturer narrative:
A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered six inappropriate shocks for a narrow complex one to one rhythm. Upon interrogation, a code 1005 was produced, stating that the shock energy is truncated and all of the energy may not be delivered. Technical services (ts) recommended right ventricular (rv) lead replacement as the patient should be considered to be unprotected. No additional adverse patient effects were reported. Currently, this ICD remains in service. According to additional information, this ICD was explanted at the discretion of the physician for a therapy upgrade. A new ICD was placed. No adverse patient effects were reported. The product will not be returned to boston scientific because it was retained by the customer.